Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) alarm was not confirmed in the lab due to a lack of sample. Per the complaint information the cause of the alarm is due to the patient having a clamp open on an unused supply line (a line not connected to a solution bag). The lot number is unknown therefore a batch review was not performed. Labeling review found the labeling adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine a root cause. Since the lot number is not available a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
Reportedly, on (B)(6) 2011, a homechoice machine alarmed system error 2240 during dwell 4 of 6. The patient was connected to the machine at the time of the alarm and didn't disconnect at any time prior to the alarm. The home patient (hp) had cycled power to clear the alarm. The hp disconnected using aseptic technique. The hp found that an unused clamp was open. The technical service representative reviewed proper setup procedure. The hp was advised to notify her renal nurse of the alarm. No patient injury or medical intervention was reported.